Event description:
The pt received his scs system, including a percutaneous lead, on (B)(6) 2011. During implant, the pt reportedly suffered a cerebrospinal fluid (csf) leak as the physician nicked the dural meter. The physician applied pressure on the leak and reimplanted the lead. Post-operative the pt reported some headaches. The pt was given medication at the facility to ease his headaches. F/u on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.